Event description:
It was reported a kink occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was selected for use. Upon arrival in the procedure room, transesophageal echocardiography (tee) revealed a left atrial appendage with chicken wing shape morphology and distal pectinations, measuring 12-15 mm depending on angulation. A postero-inferior transseptal puncture (tsp) was performed, and access to the appendage was achieved without complications. A 20mm wds was selected and prepared. During sheath deployment, significant mitral impingement occurred after full release, prompting recapture to the flex ball configuration. Due to the challenging morphology, the physician attempted deeper positioning by withdrawing the wds from the truseal was sheath and using a pigtail catheter for guidance. This maneuver was repeated three (3) times; on the final attempt, resistance was encountered while advancing the wds. The physician cut the petals of the delivery system to facilitate advancement, but this was unsuccessful. The wds was removed and found to be kinked at its mid-portion. A backup device was requested but was unavailable, which had not been communicated prior to the case. The procedure was canceled as no other device was available. Upon removal of the truseal was sheath, additional kinking was noted, which was believed to have caused the wds device damage.

Manufacturer narrative:
Device history record (DHR) and media evaluated by bsc quality engineer: media from the clinical procedure was provided and reviewed by a member of the bsc complaint investigation site. The media attached to the complaint record are photos that depicts the sheath kinked. Review of the media confirms the reported event. As a review of the DHR shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging or preparation, it was considered likely that the reported events occurred as a result of factors encountered during the procedure. The reported kink was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported a kink occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was selected for use. Upon arrival in the procedure room, transesophageal echocardiography (tee) revealed a left atrial appendage with chicken wing shape morphology and distal pectinations, measuring 12-15 mm depending on angulation. A postero-inferior transseptal puncture (tsp) was performed, and access to the appendage was achieved without complications. A 20mm wds was selected and prepared. During sheath deployment, significant mitral impingement occurred after full release, prompting recapture to the flex ball configuration. Due to the challenging morphology, the physician attempted deeper positioning by withdrawing the wds from the truseal was sheath and using a pigtail catheter for guidance. This maneuver was repeated three (3) times; on the final attempt, resistance was encountered while advancing the wds. The physician cut the petals of the delivery system to facilitate advancement, but this was unsuccessful. The wds was removed and found to be kinked at its mid-portion. A backup device was requested but was unavailable, which had not been communicated prior to the case. The procedure was canceled as no other device was available. Upon removal of the truseal was sheath, additional kinking was noted, which was believed to have caused the wds device damage.